Event description:
A malfunction alarm was reported by the customer with a displayed malfunction code of malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the customer with resetting the pump, ensuring the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue arises again, which they acknowledged and understood.